Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss") and nausea ("nausea") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, alopecia, weight increased, nausea and hormone level abnormal had not resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dyspareunia, hormone level abnormal, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), bladder problems, urinary problems, bladder infection and urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Date of implant updated. Date of explant added. This case become incident. Event injury was updated to pelvic pain. Following events were added: abdominal pain, back pain, dyspareunia (painful sexual intercourse), psych injury, bladder problems, urinary problems, bladder infection, urinary tract infection, hair loss, weight gain, nausea, hormonal changes and she did not underwent essure confirmation test. Reporter information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('chronic endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss") and nausea ("nausea") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy and vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, alopecia, weight increased, nausea and hormone level abnormal had not resolved and the endometritis outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dyspareunia, endometritis, hormone level abnormal, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), bladder problems, urinary problems, bladder infection and urinary tract infection. Removal details (B)(6) 2016 (as per mr, discrepancy noted) . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received: newly added events- chronic endometritis, reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.